Event description:
During an implant attempt of the subject pacemaker it was not possible screw the lead into the connector.

Event description:
During an implant attempt it was not possible screw the lead into the connector.

Manufacturer narrative:
Preliminary analysis of the returned device showed appropriate electrical characteristics. The connection system was correctly working. Visual inspection showed that the device was returned with silicone cover partially detached and ventricular screw completely unscrewed and out of site. Bent ventricular feedthrough wire and blood residue on upper surface of the ventricular connection block was found. Anomalous tightening mark on ventricular screw tip was found.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
During an implant attempt it was not possible screw the lead into the connector.

Manufacturer narrative:
The following statement is added: the device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
During an implant attempt it was not possible screw the lead into the connector.